Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was found to be in back-up vvi mode after interrogation during follow-up. The device was reprogrammed and the patient was in stable condition.